Manufacturer narrative:
Corrected information, regarding the product model number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported post intraocular lens (iol) implantation the lens was not accepted by the patient hence the lens was explanted and another lens was implanted. No further information is available. There are two medical device reports associated with this patient. This report is associated with the left eye.